Event description:
The patient was undergoing an embolization procedure in the posterior communicating artery using a penumbra coil 400. During the procedure, while attempting to place a penumbra coil 400, the microcatheter retracted from the aneurysm. While placing the microcatheter back into the aneurysm and attempting to remove the penumbra coil 400, the physician felt the penumbra coil 400 unintentionally detach. The physician was able to retrieve half the detached penumbra coil 400 into the microcatheter with manual suction. A loop snare was advanced through the microcatheter and captured the remaining coil. While retrieving the coil, the coil fractured and the nitinol core began to unravel. A retrieval device required two passes to retrieve the coil. Another retrieval device was used to remove the nitinol filament. The patient awoke with some right side weakness that was resolved and is doing well. The physician stated that he hit a piece of calcium while advancing a px slim delivery microcatheter and had exerted force on the coil.

Manufacturer narrative:
Result: the pc400 coil stretch resistant (sr) wire is broken. Conclusion: the complaint has been evaluated. The complaint indicates that during the retraction of the coil into the pxslim microcatheter, the coil unintentionally detached. Evaluation of the returned device confirmed detachment of the coil due to a break in the sr wire. The proximal constraint ball and pusher assembly were not returned for evaluation. A break in the coil sr wire is usually associated with force placed on the coil during manipulation in the catheter in excess of the tensile strength of the sr wire material. This force is typically placed on the device when the user encounters resistance during coil deployment or coil retraction. The physician mentioned that a piece of calcium was encountered when advancing the px slim microcatheter and that force was exerted on the coil. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.